Event description:
During an index procedure to the left internal carotids, the patient became none respondent to verbalor tactile stimuli after pre-dilatation. The angioguard was in place upon occurrence. After the deployment of the precise stent, that patient remained aphasic and right sided facial droop was noted after removing the precise catheter. Upon neurological reassessment, the patient was not verbal, responded to verbal command, and the patient head was deviating to the left side. Approximately four minutes after neurological reassessment, the patient began making sounds. The patient was given sodium chloride. The patient's right sided droop and drift resolved. The patient was not oriented to time or place; however, oriented to self. That patient was diagnosed with a transient ischemic attack (tia). The patient fully recovered without deficit. The event was documented as being related to the index procedure and not to the device.

Manufacturer narrative:
This is one of two products involved with the reported event, which is associated with manufacturing report numbers 1016427-2007-00109 and 9616099-2007-02063. This product is not available for analysis. Additional information will be provided within 30 days of receipt.

Manufacturer narrative:
This is one of two products used in the same patient and reported under manufacturing report numbers 1016427-2007-00109 and 9616099-2007-02063.

Event description:
A percutaneous coronary intervention (pci) was performed in the right coronary artery (rca). An intravascular ultrasound (ivus) imaging catheter was used confirming the stent was fully dilated (well apposed). Upon withdrawal of the catheter, the physician felt resistance as if the distal end of the catheter was caught on the stent. The physician withdrew the catheter with success. Once outside the patient, it was noted ¿that the outer sheath of the catheter had peeled and the inner wire was exposed¿. No patient injury was reported. The case was completed with another catheter and it was noted that the patient's status was ¿good¿.